Event description:
Hair in esmark in cmc total knee cdmk10j, lot 724191, exp 2020-10-03. Esmark retained & submitted by reporter. Approximately 2" fine hair on esmark under band securing esmark roll. Picture taken. Discovered prior to patient exposure. No harm.